Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level fluctuated from 252 mg/dl and a bolus was delivered to address the high bg. The bg then dropped down to 66 mg/dl and carbohydrates were consumed to address the low bg. The cause of the high and low bg was not known. The customer reported that prior to contacting tandem customer technical support (cts), the customer had been attempting to deliver a bolus and the pump indicated that no correction was needed as there was active insulin on board (iob). However, the customer had delivered the bolus. Cts informed the customer that insulin stacking may occur. The customer acknowledged the information and was to monitor the bg level (currently 112 mg/dl). Cts advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 66 mg/dl confirmed on (B)(6) 2017. Ten minutes before low bg level of 66 mg/dl was recorded, 121 mg/dl bg level was recorded during .25 unit bolus request. Basal rate was set to .6 u/hr throughout the entire day. There were no obvious requests or deliveries that would cause bg levels to drop. Basal rate my need to be adjusted to compensate for different activities throughout the day. There was no evidence of device malfunction.